Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported that the system locked up but was able to function after it was rebooted. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.